Event description:
It was reported that infection occurred. The patient's implantable pulse generator (ipg) and associated leads were explanted. No further patient complications have been reported as a result of this event. The right atrial (ra) lead was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
Product event summary the full lead was returned in segments, analyzed and the inner insulation had a depression breach. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 ipg, implanted (B)(6) 2011. (B)(4).